Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) and patient health was declining toward death. A 2.8x19mm rx graftmaster covered stent system was advanced, but was unable to cross the proximal lesion to reach the targeted perforation. The graftmaster was withdrawn and an unspecified balloon was able to successfully seal the perforation. While the patient remained stable for 3 hours post procedure, the patient coded and expired due to respiratory arrest. In the opinion of the physician, the failure to cross did not cause or contribute to a delay or the patient death in any way. No additional information was provided.